Event description:
It was reported that patient presented with back pain. Examination of x-rays found patient had two broken bilateral expedium rods, a broken expedium screw in the ileum on the right side of the construct, and a broken sfx cross connector. It was reported that the hardware was not broken because of any trauma but that the patient had failed to fuse. Patient's hardware from t1-ilium was removed and replaced. This medwatch report is being filed for the second expedium rod. See mfg medwatch report numbers 1526439-2013-16672, 1526439-2013-16674, and 1526439-2013-16675, for the other broken devices.

Manufacturer narrative:
.

Manufacturer narrative:
A visual inspection confirmed the reported rod breakage. Review of the device history record could not be performed as the lot code marked on the device is illegible. No definitive conclusions can be made. However, the scanning electron microscopy analysis suggests that the fracture characteristics of the damaged sample most likely occurred due to fatigue. No material defects or other abnormalities were observed during the analysis. It was reported by surgeon that the hardware did not fracture due to any trauma. However, the patient did not fuse properly which appears to have caused or contributed to device breakage. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.